Event description:
Related manufacturer reference number: 1627487-2019-05969. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure.

Event description:
Related manufacturer reference number1627487-2019-05969.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05969. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on all contacts. Surgical intervention may take place later to address the issue.